Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the touchscreen was bad there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 04jan2019, date rec¿d by MFR: 03jan2019. The manufacturer¿s field service engineer (fse) confirmed the reported touchscreen issue. The manufacturer¿s field service engineer (fse) replaced the touchscreen assembly, performed touchscreen calibration and performed performance assurance. All steps passed. The ventilator is ready for use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.